Event description:
It was reported that balloon rupture occurred. The target lesion was in the left upper extremity. A 4.0 x40, 75cm gladiator elite balloon was selected to dilate the artificial blood vessel. During the procedure, the balloon was introduced into the venous stenosis of the artificial blood vessel along the guidewire and dilated under 10-22 atmospheres twice. After 30-60 seconds, the blood vessel was dilated under 22-24 atmospheres for the second time. It was found that the pressure decreased, and it was considered that the balloon was broken. After the balloon was pulled out, it was found that the balloon was ruptured laterally. Therefore, the balloon was replaced with one of another brand for balloon dilation. The patient recovered well after procedure. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was received for analysis. A complete balloon circumferential tear was identified located approximately 25mm proximal of the distal tip. The distal section of the balloon was pulled in a distal direction over the distal tip. The rated burst pressure for this device as per gladiator specification is 24 atmospheres. A visual and tactile examination found no issues with the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was in the left upper extremity. A 4.0 x40, 75cm gladiator elite balloon was selected to dilate the artificial blood vessel. During the procedure, the balloon was introduced into the venous stenosis of the artificial blood vessel along the guidewire and dilated under 10-22 atmospheres twice. After 30-60 seconds, the blood vessel was dilated under 22-24 atmospheres for the second time. It was found that the pressure decreased, and it was considered that the balloon was broken. After the balloon was pulled out, it was found that the balloon was ruptured laterally. Therefore, the balloon was replaced with one of another brand for balloon dilation. The patient recovered well after procedure. There were no complications reported and the patient was stable.